Manufacturer narrative:
(B)(4). The device was not returned for evaluation therefore no further investigation could be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded therefore no evaluation was performed. Should additional information received a follow up report will be submitted. This is 3 of 3 reports associated with this incident.

Event description:
During a follow up call to the facility, the facility nurse indicated the patient had experienced peritonitis and was hospitalized on (B)(6) 2010. The patient was treated with vancomycin and gentamycin intraperitoneal (ip) and intravenous (IV) during hospitalization. The doses are unknown. The patient was discharged on (B)(6) 2011 with ceftazadime (ip) for an unknown length of therapy. The patient has recovered from the event of peritonitis. The cause of the peritonitis is unknown. The nurse indicated that the baxter devices and solutions did not cause or contribute to the event.